Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the vacuum pump. The fse observed that the substrate dispense was delivering low volume. The fse replaced the substrate pump valve. The fse primed the system and performed a system check which yielded acceptable results. The fse verified all repairs per established procedures. In a follow-up call with the customer, the customer reported that no further issues have been observed with the analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report discrepant results for troponin I (accutni) for one (1) patient sample assayed with accutni reagent on a unicel dxc 600i synchron access 2 immunoassay system. The two discrepant accutni results obtained for the patient sample are both in the same risk stratification range (i.e., above the acute myocardial infarction cut-off). It is unknown if one or both of the patient sample results were reported outside of the laboratory. Since both results are in the same stratification range, there is no change to patient treatment associated with this event. It is unknown if accutni quality control results were recovering within the laboratory's established ranges at the time of the event.